Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the external pulse generator (epg) was set pace at vvi at 80 beats per minute (bpm), the patient's heart rate dropped below 80 bpm, and intrinsic rhythm was detected. Pacing at 80 bpm recommenced without any actions taken, but the pacing mode had switched to ddd. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.